Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex artery. Following the introduction of a 0.014 unspecified guide wire, a 3.50mm x 8mm liberté¿ bare metal stent was selected to treat the target lesion. However, at an unspecified time during the procedure, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The distal tip was damaged. Microscopic examination presented no damage or irregularities in the balloon material or waist. Microscopic examination and tactile inspection revealed numerous kinks through the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 9.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex artery. Following the introduction of a 0.014 unspecified guide wire, a 3.50mm x 8mm liberte bare metal stent was selected to treat the target lesion. However, at an unspecified time during the procedure, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.